Event description:
It was reported that during the pretest when sterile water was injected in the foley catheter, a small hole appeared in the catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 29030j14, batch number mykr1704, material number for catheter 119314 and manufacturing lot number ngjz2896. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. During testing, catheter filled with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), using returned straight tip syringe. Upon inflation leakage was observed in pin hole at trifurcation site measuring 0.013in. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest when sterile water was injected in the foley catheter, a small hole appeared in the catheter.